Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many vcp304h devices demonstrated the alleged deficiency ("the needle detached from the thread")? Did this event contribute to any patient adverse event? If yes, please explain. Could you please confirm whether the mentioned product is from ethicon (a johnson and johnson company)? If different, please explain. Please confirm if this component belongs to the reported event. If not, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? Please confirm if a deficiency was experienced with the mentioned component. If yes, please explain. Please provide the product code and lot number. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). The following information was received: 5 blisters, no injured patients, and also, I have attached a correct photo. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported on note (B)(4) "no injured patients." Did the reported event occur during one or multiple procedures? If this occurred in multiple procedures, please confirm the number of patients affected by the alleged deficiency. Have any of these events been previously reported to ethicon? If yes, provide the respective reference number(s). Please create a new pc file for each patient/event. How many devices demonstrated the reported alleged deficiency? H6 component code: g07002 no device problem found. H3 video analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows the user dispensing the suture and holding the needle with surgical forceps. When force is applied to the suture, it breaks. The video is not clear enough to determine how much force was applied to the suture. Based on the video review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the suturing of the patient¿s soft tissues, the needle detached from the thread. A new blister was opened. The wound was closed using another suture material. There were no adverse patient consequences reported. Additional information was requested.